Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinic reported three vf episodes on hm that appear to be caused by noise. In all episodes the device started to charge but the shock was never delivered. Going to discuss with the patient what their activity is at the times of these episodes as they are all from 1-2 pm. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.